Event description:
The hcp reported that he would increase the pump rate and the pt would then experience numbness. "He felt that by increasing rate by 10%, was not actually 10%. Dr felt that the pump flowrate was inaccurate." The pump was explanted and replaced and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.

Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is completed.